Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was exhibited. During a procedure to treat atrial fibrillation, an abnormal amount of air ingress into the proximal end of the faradrive steerable sheath clear was observed during aspiration. Additionally, there were no abnormalities noted during preparation of the sheath. At time of the event, the sheath was used for trans-septal puncture using versa cross connect. The type of irrigation used for the sheath was a pressure bag for heparinized saline used. No air was observed in the patient. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve found the internal valve torn on the inner face by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Event description:
It was reported that air was exhibited. During a procedure to treat atrial fibrillation, an abnormal amount of air ingress into the proximal end of the faradrive steerable sheath clear was observed during aspiration. Additionally, there were no abnormalities noted during preparation of the sheath. At time of the event, the sheath was used for trans-septal puncture using versa cross connect. The type of irrigation used for the sheath was a pressure bag for heparinized saline used. No air was observed in the patient. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device was received for analysis.